Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Notification was received stating that no other information is available.a complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received.without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Event description:
Hip revision performed on (B)(6). Reason: osteolysis. Primary: hip replacement performed in 1998 by dr (B)(6), hospital unknown. Explants: duroloc cup 300 series size 58, duroloc 28mm ID poly liner, + 5 28mm metal head. Stem left in situ. Pt details: v. Male. (B)(6) years. No other information.